Manufacturer narrative:
Date of event: date of event was approximated to 09/01/2019 as no event date was reported. Problem code 1184 captures the reportable issue of gauge reading inaccurate. Investigation results: a visual examination of the returned complaint device revealed that the gauge needle was misaligned out of its original position, and was not indicating 0 atm. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water until it reached to 10 atm for 30 seconds; there was no issues observed; however, despite of the needle of the gauge responding to the pressure applied, the pressure value still indicated inaccurately. This failure is likely due to the manner of how the device was handled and manipulated that may have caused the encountered failure, applying excessive pressure to the device and/or excessive manipulation without enough care during the procedure could induce defects as found in this device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was able to be inflated; however, the gauge did not move when pressure was applied. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was able to be inflated; however, the gauge did not move when pressure was applied. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.